Manufacturer narrative:
Correction number: 1627487-12122011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's ipg is inoperable because the pt has not charged her ipg in over a year and a half. The pt will consult with the physician regarding surgical intervention to address this issue.